Event description:
Surgery date was 2008. While attempting to tighten a set screw with the 4.0mm ball tip hex driver the ball end broke off, and was stuck in the set screw. The ball end had to be burred out of the set screw. Both the ball end and set screw were removed in approx 60 minutes. A new set screw was inserted, and final tightened to required torque.